Event description:
It was reported that system controller stopped working during a total black out. The product did not alarm. The pump stopped working, and the patient passed out. The controller recharged and the patient regained consciousness. The physician expressed concern with the product. No additional adverse patient effects were reported. Related controller MFR 2916596-2024-00191.

Manufacturer narrative:
Medwatch mw5148889 was received on 28dec2023. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Per voluntary mw5148889, the initial reported elected to not be identified. Manufacturer's investigation conclusion: the reported system stop was unable to be confirmed, and a specific cause for the system stop could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established. It was reported that the patient¿s controller stopped working during a total blackout. No alarms were heard. The pump also stopped working, and the patient experienced a syncopal episode. The controller recharged, and the patient regained consciousness. The physician expressed concern with the product. No other adverse events were reported. The heartmate 3 lvas was listed as not available for evaluation. No product was received for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D is currently available. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. There was no serial number available, and no other identifying information was able to be determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.